Manufacturer narrative:
Per (B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight, bone quality and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what were the factors that led to a size 4 stem being selected and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Icona revision of the stem after approximately 6 weeks due to subsidence.

Manufacturer narrative:
(B)(4) final report additional information including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level, weight, bone quality and medical history, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other trauma post primary surgery, what were the factors that led to a size 4 stem being selected and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. Based on the above, no further investigation can be conducted and the root cause of the reported subsidence could not fully confirmed, however, icona stems have not been stated as compatible with omni heads and thus it is possible that off-label use caused / contributed to this event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Icona revision of the stem after approximately 6 weeks due to subsidence. Please note: an omni head was also revised.